Event description:
Starter reamer was introduced into femur on power. Surgeon proceeded to ream to open canal for femoral component. Reamer broke off in patient femoral canal. After evaluation, surgeon had to retrieve broken piece by opening distal femur and then pushing the broken piece of the reamer down and out of the distal femur.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade reamer was reported. The event was confirmed via evaluation of the returned device. Method & results -product evaluation and results: visual inspection and material analysis: the fracture occurred 125 mm from the distal tip of the reamer. Stereo microscope shows the proximal and distal fracture surfaces of the axial starter reamer. Based on macroscopic surface features observed. The approximate location of origin (o), direction of propagation (p), and final fracture (f) were determined. The macroscopic surface features observed, sparkling, rough features on the fracture surface indicate the fracture propagated in overload. The stereo microscope reveals widespread chipping, wear and surface damage on the edges of the starter reamer and damage to the distal tip of the starter reamer. -clinician review: no medical records were provided for review. -device history review: review of the device history records indicate 10 devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: characterisation using stereo microscopy and scanning electron microscopy confirmed fracture in overload. Surface damage was observed on the edges of the starter reamer. No manufacturing or material related defects were observed on the device surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.